Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted them in performing a reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared.